Manufacturer narrative:
The reported event of infection was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that external insulation abrasion was noted at 36.9 - 41.0 cm from the proximal end of the right ventricular shock coil consistent with lead friction to the device can.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2020-01164. It was reported that infection was observed. The device system was explanted.